Event description:
It was reported that 330 days post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The non-tortuous left anterior descending (lad) artery was predilated with a 20mm balloon. The lad lesion was mildly calcified and 75% stenosed. The vessel diameter was 3.3mm. A taxus express2 3.0x32 drug eluting stent was placed in the proximal lad; the stent balloon was inflated to 14 atm's. The stent was post dilated with a 10mm balloon. The patient was on an ace inhibitor and also received plavix prior to the procedure. They received heparin during the procedure and a statin, plavix, aspirin and an ace inhibitor were ordered post procedure. Three hundred thirty days post the stent implant the patient returned and was found to have a thrombosis at the proximal end of the taxus stent. The only medication the patient was reported to still be taking was aspirin. The thormbosis was treated with a cypher stent. No further complications were reported. Patient status is reported to be satisfactory.